Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. The right ventricular lead exhibited high capture threshold. The lead was explanted and replaced on (B)(6) 2018. No other information was available.

Manufacturer narrative:
Correction: please retract this report 3006705815-2018-00468, the same issue was previously reported as 2017865-2018-02092.